Event description:
It was reported that the patient could "feel the wires and everything were attached to their spine," and was causing constant discomfort. It was stated that it was really difficult in motion wise.

Event description:
The patient experienced a loss of therapeutic effect and no stimulation sensation. The patient has had many falls. Last august she fell by tripping over a cat and thought that was when the device broke all together. Last (B)(6) 2012 the device all together quit working. She was not successful in charging the device and the system would not hold a charge so she has had no stimulation for over a year. She experienced pain at the ins and hip location and felt constant discomfort. Her health care provider wanted her to have an MRI due to her hip giving out and back problems but has declined due to the device. It was noted that the device did help her learn how to walk again. Additional information has been requested.

Manufacturer narrative:
Concomitant produts: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).